Event description:
The customer complained that pt samples yielded a false (B)(6) reaction with biotestcell 3 in the tube technique. We received the affected sample and the allegedly defective lot of biotestcell 3. The sample was retested with complaint sample and retention sample of biotestcell 3 in tube technique in our quality control lab. The pt sample displayed a (B)(6) reaction in the indirect anti-human globulin test (iat). The sample was also tested in the gel method and reacted (B)(6). Furthermore the sample was tested with the complaint sample of biotestcell 3 in the enzyme method and reacted (B)(6) with the affected (B)(6) screening cell. The correct function of the affected lot biotestcell 3 was confirmed by testing two different anti-e from an interlaboratory comparison testing. Both antibodies reacted correctly (B)(6).